Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through implant patient registry, approximately 8 months post implant of a 26mm sapien 3 ultra valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is currently unknown.

Manufacturer narrative:
Additional information was received. Section b7 was updated. Section h6 was updated. A corrected MDR is being submitted. Per the patients medical records, 8 months post tavr, the patient had been experiencing exertional dyspnea on mild physical activity. The patient developed progressive perivalvular leak with chf. Tee showed moderate to severe aortic regurgitation. Aortic root angiography demonstrated well seated edwards valve with severe paravalvular leak. The tavr valve was explanted and a surgical valve was implanted. The patient was discharged home. In this case, approximately 8 months post implant of a 26mm sapien 3 ultra valve in the aortic position, the valve was explanted and a surgical valve was implanted. Per review of medical records provided, the valve was explanted due to pvl. As the events occurred within a year of the commercial thv procedure, the s3 valve was implanted in the aortic position, there is no evidence of an ew thv device malfunction/labeling deficiency, or adverse event associated with a device malfunction, and the event is described in the labeling, the tvt registry is the source of information for this event. As such, this event is no longer considered to be a reportable event and a corrected report is being submitted.